Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled. System is operating normally. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9600+ shut down during a procedure creating delay. The system was reinitialized and the procedure completed without further incident. There was no adverse pt involvement reported. There was no pt information reported.